Event description:
Complainant alleged that a pt (age unk) was being monitored with the device via 4-lead cable. The pt went into cardiac arrest and was treated with two discharges of energy (joules unk). Following the second discharge, the device displayed a "lead off" message in all four leads. The clinician switched from leads to electrodes and the device displayed a "poor pad contact" message. A second crew arrived with another device and continued treating the pt. Complainant indicated that the pt subsequently expired.